Event description:
As reported by the edwards field clinical specialist, the sapien valve was deployed too ventricular (90:10), resulting in native leaflet overhang. While a second sapien valve was being prepped, the first valve embolized into the patient's ventricle but remained on the guidewire. The second valve was then deployed more aortic, where it remained stable with mild paravalvular leak. The embolized valve was then extracted via a transapical approach. The patient was taken off cardiopulmonary bypass (cpb) and left the room hemodynamically stable. Prior to the procedure, the patient had been placed on peripheral cpb as a precaution due to a low left ventricular ejection fraction. Additional investigation revealed the following: the patient's sinotubular junction is mildly calcified with a diameter of 27mm. The aortic root and native valve leaflets are severely calcified. The coaxial alignment of the valve and delivery system upon deployment was good, as was the image intensifier angle. During valve deployment, the balloon inflation was held for three or more seconds, and there was no loss of pacing capture. Per the physician, the 90:10 ventricular placement of the initial sapien valve is thought to have been caused by heavy bulky calcium on a long native leaflet.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
The DHR review for the effected device was completed and the device met specifications prior to distribution. The device is not available for analysis as it remains implanted in the patient. Echo and cine/fluoroscopic images were submitted to edwards and reviewed by the edwards (B)(4). Observations: severe aortic valve calcification, moderate to severe aortic root calcification, no porcelain aorta, and no mitral annular calcification (mac). The first balloon aortic valvuloplasty (bav) demonstrated no appreciable movement during inflation. The image intensifier angle was poor. The coaxial alignment was also poor, with lateral bias of delivery system and valve. Pacing capture was not lost and ventilation was held during valve deployment. Impressions: the image intensifier angle was poor. During valve positioning and deployment, the valve moved ventricular from 50:50 to 90:10. An attempt to pull the valve aortic with the delivery system balloon was made. Nonetheless the valve was deployed and subsequently embolized into the left ventricle. Echo images failed to capture valve positioning and deployment. There is a question of left atrial thrombus or myxoma, which are contraindications. The procedure to deploy the second valve was performed successfully. Per the instructions for use (IFU) valve embolization is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are several patient and procedural factors that alone or in combination can cause or contribute to malposition and/or embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, severe septal hypertrophy, minimal valve calcification, and loss of pacing capture. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. In this case, the root cause of the valve embolization cannot be confirmed. However, there are several factors that may have contributed to the event, including poor image intensifier angle, poor coaxial alignment of the valve and delivery system, and, per report, heavy bulky calcium on a long native leaflet. In addition, there is a question of left atrial thrombus or myxoma, both of which are contraindicated. There is no allegation of device malfunction or mislabeling, and no deficiencies in the physician training or the instructions for use have been identified. Therefore, no further actions are required.